Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. Problem custom code char variable "queue_type" was found in qcheck.c:update_phonelist () not long enough to include the terminator "null" character. Change variable declaration to include the "null" terminator in qcheck.c:update_phonelist (). (B) (4).

Event description:
One request with a sodium result outside the panic limit did not display on the telephone list. The result failed to display on the list regardless of whether the request was in status validate or complete. The critical results report screen in the reports and labels sub-menu showed that this particular request should have been sent to the telephone list on the basis of a low sodium result. There was no reported patient injury associated with this event.